Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as model number and batch/lot number are unknown. The device was not returned for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was initially reported by a surgeon that an acu-sinch had failed. Further follow up determined during a study performed by this surgeon and his colleagues, a complication had occurred. The surgeon's study aimed to evaluate the medium-term clinical and radiological outcomes of neer type-iib clavicle fractures tradered with the acumed acu-sinch repair system for cc ligament reconstruction when used in associated with a pre-contoured clavicle distal locking plate. The authors performed a retrospective cohort study for patients with neer type -iib clavicle fractures treated at their facility between 01 january 2014 to 03 january 2021. Patients that underwent cc ligament augmentation in association with distal locking plate fixation for neer type-iib clavicle fractures were included. In the study. It was reported "one patient suffered from metalwork failure". It was reported the implant was retained. Patient reported to be in mid-40s.